Event description:
Rectal catheter from urodynamic study removed from rectum. Polyurethane balloon was no longer attached to the catheter. Attempt by nurse practitioner to remove the balloon was unsuccessful. The balloon was passed rectally by the pt later in the day. There was no adverse affect to the pt. Event reported to the manufacturer via phone and letter 10/2002.